Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) which was 99% stenosed, heavily calcified, and heavily tortuous. The 1.5x15mm mini trek rx balloon dilatation catheter (bdc) had resistance during advancement and failed to cross the lesion due to the anatomy. There was resistance with the anatomy during removal. The bdc was removed independently. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.